Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. This supplemental medwatch report is also correcting information submitted on the initial medwatch report.

Manufacturer narrative:
The reported malfunction was observed and attributed to a corrupted calibration table. The calibration table was re-loaded to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.